Manufacturer narrative:
The field service engineer made probe adjustments. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient with the cobas e411 immunoassay analyzer. The initial result was 21 pg/ml and the repeated result was <3 pg/ml. The sample was sent to the main lab and tested on an e801 with a result of 4 pg/ml. It is unknown if the questionable result was reported outside the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The calibration, qc recovery, and alarm trace were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.